Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent revision wherein the lead was repositioned and was doing well postoperatively.